Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve.  The reason for the intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was explanted and replaced 12 years and 2 months post implant due to severe insufficiency. If information is provided in the future, a supplemental report will be issued.